Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and right after the impella cp device started in auto mode, flows remained low at approximately 1 liter. The position was verified and the patient had adequate volume. It was noted that the team heard a humming sound coming from the pump with concern for a clot entrapment. The pump was explanted and replaced. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation low pump flow has been completed. Returned complaint pump was visually inspected a cannula kink near outlet observed. No broken blade found. No biomaterial observed. Pump run for 10 minutes in investigation lab after connected to aic. No unusual sound noticed during impella run. Data log reviewed: no positioning issue/ no mc spike observed. Suctions occurred followed by drop in flows without changing the p-level. The root cause of the low pump flow issue was cannula kink due to improper technique.